Event description:
During procedure the spider wire was caught on stent mount and herniated causing difficulty in retrieving wire and extracting wire. This is not a common occurance and is believed to be a faulty wire. Wire was bagged and saved with patient sticker and given to my lead tech to inform the company of issue.